Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided, age and date of birth unknown / not provided, patient sex unknown / not provided, weight unknown / not provided, lot number and UDI unknown / not provided.

Event description:
It was reported that the hex driver fractured at the tip. Procedure was completed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One retaining 2.5mm hex driver latchlock (rhd2.5) was returned for investigation. Visual evaluation of the as returned product identified that the device was fractured.functional testing could not be performed since the device was fractured.pre-existing patient conditions, tooth location, implantation period, x-ray or picture images are irrelevant to this investigation.picture images were not provided. Document reviewed: instructions for use - zimmer instrument kit system, zimmer dental single patient drills, driva drills, and tools, IFU 8874 rev 5 ¿ 08/19. Information identified: indications, warnings and precautions. Per the applicable IFU, surgical instruments are susceptible to damage and wear and should be inspected and cleaned before each use. Additionally, improper technique could cause device failure. DHR review could not be performed as the lot number associated with the reported device was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review by item number (rhd2.5) was performed for similar events and no complaint about nonconforming products was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on functional testing, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.